Manufacturer narrative:
Other, other text: h3: one cadd legacy plus pump was received in good physical condition with a scratched screen. The pump was tested 3 times for pressure, and all 3 tests were out of specification. The issue was caused by the downstream sensor and it will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump failed downstream occlusion and the psi is high. This issue occurred during testing and there was no patient involvement.